Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported that the "speaker doesn't work." There was no patient impact or consequence reported.

Event description:
The customer reported that the "speaker doesn't work." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned device was evaluated. During functional testing, the device displayed an "audio speaker fault" error message on power-up due to a defective component on the instrument board. A known-good instrument board was installed, and the failure was not observed. Health effect impact code: no adverse event; no patient impact.